Event description:
It was reported while unloading a patient from the ambulance, the female medic inside the ambulance reached down to lift the safety bail from the hook and allegedly got her finger caught between the bail and the floor of the ambulance. The medic, on the other end of the stretcher, did not have the wheels down on the ground at the time, creating an alleged pinch point between the safety bail and the floor. The female medic finished the call and did seek medical treatment and allegedly had to have a small part of ther middle finger amputated. It was reported the female medic has been requesting to come back to work and is in good spirits. No other injuries were reported. The serial number of the stretcher has not been provided to date.

Manufacturer narrative:
The customer has never provided the serial number to the device involved in this incident. There was never any allegation of the device operating out of specification. This was an incident attributed to user error in the process of unloading the device. Proper instruction for unloading the cot is provided in the user manual. Incident only/no malfunction of device.